Event description:
It was reported that there was particulate matter inside the tubing of a homechoice cassette. This was identified after opening the packaging, before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h11: h11: the device was received for evaluation. Visual inspection was performed and a black/orange partially embedded particulate matter was observed inside the heater line of the disposable set. The reported condition was verified. The particulate matter was determined to be burnt tubing material, partially embedded, within the fluid path, from the tubing extrusion process where a build-up of material occurs. The direct cause was determined to be a manufacturing related issue during tubing extrusion process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.